Manufacturer narrative:
(B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a drain bag broke and leaked 2 liters of saline unto the floor during patient treatment. There was patient involvement, however there was no injury or medical intervention reported event. No additional information is available.